Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt dizzy while at home and had a syncopal episode, the patient went to the emergency room and had two more syncopal episodes. The right ventricular (rv) lead and the right atrial (ra) lead exhibiting low pacing impedance, the rv lead was also noted to have insulation damage. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.